Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip was steered down, entered into the left ventricle on the central side of anterior and posterior leaflet 2 (a2p2) and got caught in the secondary chordae on the posterior leaflet side. Clip was advanced, released from the posterior chordae, inverted and returned to the left atrium and was observed that clip did not open. Troubleshooting was performed and the clip opened successfully. Clip was adjusted to the lateral side of a2p2, advanced into the left ventricle. Leaflet grasping was attempted but posterior leaflet could not be captured. Controlled leaflet gripper actuation (cga) was performed, and the steerable guide catheter (sgc) was directed towards the anterior leaflet side and clip got stuck in the secondary chordae of the anterior leaflet. Attempts were made to untie, but the chordae were caught between the top of the gripper and the shaft. Troubleshooting was performed. Chordae were untangled, grasped the leaflet, insertion was confirmed, but the jet on the medial side increased. It was tried to open the clip; clip did not open. Troubleshooting was performed. It was determined that the lock line had shortened and the clip remained locked. Lock cap was opened, lock line was slightly loosened, and the clip was successfully reopened. However, clip was replaced due to the dense chordae and the risk of mitraclip ntw entanglement and failing to open. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.